Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings:there was evidence of moisture in the battery compartment. The pump failed a leak test. The pump was able to power on with the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was evidence of moisture in the battery compartment. It was alleged that the patient¿s blood glucose levels were above 250 mg/dl but below 500 mg/dl with small amounts of ketones, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.